Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported having iop chamber issues during two cataract extraction with intraocular lens implant procedures. The cases were completed by using the same system. There was no harm to the patients. Additional information has been requested.

Manufacturer narrative:
The clinical analyst reviewed this complaint and stated the following: ¿the customer reported having intraocular pressure (iop) chamber issues during two cataract procedures. The cases were completed by using the same system. There was no harm to the pediatric patients. The surgeon was using the anterior vitrectomy cutter instead of the phacoemulsification handpiece to remove the cataracts. The system operator¿s manual contains instructions for proper prime and setup. Do not use vitrectomy probes that are not approved. The system operators manual also states warnings and instructions for probe use.¿ the system was examined. The system was found to function as intended. The vitrectomy cutter output did not meet product specifications. The vitrectomy cutter output was recalibrated. The system was then tested and met all product specifications. The system was manufactured on july 21, 2015. Based on qa assessment and a review of the manufacturing record, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).